Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. See MDR 1213643-2010-00281 for information related to the composix kugel mesh implanted on (B)(6) 2006. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Patient reported: on (B)(6) 2006--patient underwent open bilateral inguinal hernia repair procedure with recalled mesh placement on each side. On (B)(6) 2006--patient complained of pain since the time of the mesh placement. Patient was followed by pain clinic for pain management. On (B)(6) 2008--patient had onset of emesis and pain, which subsequently led patient to the emergency room. The patient was taken to the operating room and the right mesh was explanted. The patient reported the mesh ring was broken and the mesh had eroded into her bowel, which caused the bowel to rupture. On (B)(6) 2010--the patient reported she is currently experiencing pain in the site of the left mesh placement, has neuropathy in the left leg and is undergoing pain management with various medications to treat this.